Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer does not use the sensor feature and they were unable to complete the rewind sequence. It was then noted that the buttons on the insulin pump were difficult to press. Customer's blood glucose reading at the time of the call was 226 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.